Manufacturer narrative:
A specific root cause could not be identified. Calibration, quality control and performance testing data did not indicate an instrument or assay issue. Based upon the information provided the customer was using a too high g-force during centrifugation and a too short centrifugation time for processing patient samples. Calibration, quality control and performance testing data did not indicate an instrument issue. This could be a possible reason for the event. The falsely high result was flagged and was not reported outside of the lab. The correct result was reported out and no adverse events were reported.

Event description:
The user received a questionable troponin t stat result for one patient sample from the cobas e411 rack analyzer (B)(4)the initial result was 0.105 ug/l with a data flag. The sample was repeated with a result of <0.010 ug/l with a data flag twice. The result of <0.010 ug/l was reported outside the laboratory. The patient was not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).